Manufacturer narrative:
Neither the product nor films of the procedure were returned for review. A device history record review was performed and showed that this lot of product met all requirements per the applicable manufacturing quality plan. With the limited amount of info available, it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling.

Event description:
Stent inaccurate placement. The report rec'd indicated that during a percutaneous transluminal angioplasty, to treat a lesion in the left superficial femoral artery (sfa), the lesion was described as heavily calcified and heavily tortuous presenting a 90% stenosis. Radial approach was taken for the procedure, then when the smart control stent was placed, the stent moved forward (jumped) of the exact target lesion. The stent remained in place, as it could not be pulled back anymore and was placed distal to the target. The physician judged there was no serious problem about the distance from the actual target site. Therefore, another stent was placed proximally and the target lesion was treated successfully and there were no further complications reported. Additional info indicated that it was not known if the lesion was pre-dilated. There was no difficulty advancing the device, prior to stent deployment, the stent delivery system was advanced past the lesion and then withdrawn back into the lesion. There was no unusual force applied during deployment of the stent. The device's locking pin remained in place during advancement towards the lesion and was removed before attempting to deploy the stent. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. It was indicated that the physician placed the stent by pin-and pull method, not by manipulating the dial of control handle. While deploying a stent in the left superficial femoral artery, it was reported to "jump forward". An additional stent was placed to fully cover the lesion. The tuning dial was not utilized during deployment of the stent. Other than this, the IFU was followed. There were no noted difficulties during advancement of the device to the lesion. There was no reported patient injury.